Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvb11, (impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) for evaluation. Visual evaluation of the as returned product identified the implant was fractured at the collar region. The reported implant imp, tsv,3.7,10, mtx, mg (tsvtb10) was not returned. Functional testing to recreate the reported event (fracture) could not be performed due to the nature of the device & event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (tsvb11) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvb11) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation were clinician selects implant that is unable to resist long-term occlusal loading, and patient factors. Therefore, based on the available information, device malfunction did occur, and the reported event (fractured) was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported the implant fractured at the collar height and was removed. Pain as a consequence of the event. Dental site 45. Implant placed on 2018. Implant removal tool cannot be disengaged.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D4: lot number unknown / not provided. D4: UDI not available. D6: implant date unknown / not provided. E1: email address unknown / not provided. E1: telephone number unknown / not provided. G4: PMA/510(k) number: k013227.